Manufacturer narrative:
Follow-up #1: date of submission 05/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/19/2016 with the following findings: the pump was returned with moisture in the display lens and corrosion in the battery compartment. The pump would not power on. The pump casing was removed and internal moisture damage was found in the pump. The complaint could not be investigated due to moisture damage preventing the pump from powering on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 2 - correction to date received by manufacturer.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 400 mg/dl with trace ketones. Patient had symptoms of dehydration, not caused by the blood glucose lever, and required no unusual treatment. During troubleshooting, customer support found that the patient had been overriding dosage recommended by bolus calculator feature, and referred the patient to a health care provider for diabetes management. There is no indication of pump malfunction. This complaining is being reported as the patient experienced hyperglycemia related to user error.